Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02083. It was reported that upon interrogation, atrial and ventricular noise were observed. Range of motion (rom) exercises were performed and noise was reproduced when the arm was moved across the patient¿s body. Programming changes were made. The patient was stable.